Event description:
Note: this report pertains to the first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2023. During the procedure, the bands were moved from their position and could not be deployed. A second speedband superview super 7 was used, but the band was torn, and the remaining bands overlapped. Then a third speedband superview super 7 was used; however, the band was also torn, and the suture was detached from the ligator head. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the first complaint device outside the patient was provided by the customer and shows the remaining three bands in the ligator head were moved from their position. The photos of the second device show the bands were damaged. The photo of the third device shows the band was damaged and the suture was detached.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.